Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Performed blood test = 300mg/dl, daughter just had lunch. Results from memory are as follows: 75mg/dl fasting). 158mg/dl (evening, 2 hours after eating). 27mg/dl (fasting). 140mg/dl (evening, 2 hours after eating). 24mg/dl (fasting). Caller states that blood glucose is normally 80mg/dl - 90mg/dl fasting. No adverse event reported.